Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (gong alarms) was confirmed. As received, the belt connector latches were broken, creating an insecure connection between the belt and test monitor. The cause of the gong alarms is the insecure connection. The cause of the insecure connection is the broken latches. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.